Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) and the right arial (ra) lead exhibited noise oversensing which resulted in pacing inhibition. Both rv and ra leads were explanted and replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition.